Event description:
Physician was performing circumcision using gomco clamp. She was nearing the end of the procedure when the bar came off the top of the clamp, hitting the physician's glasses. The foreskin had already been cut; no excessive bleeding.